Event description:
Report received of a non-delivery of IV fluids. It was reported that the pt was receiving an unspecified concentration of potassium via IV infusion. The customer contact reported that the pt was received from surgery immediately post-operatively after open-heart surgery. The anesthesiologist reported to the rn that the potassium infusion was to be infusing at 80ml/hour, but that it did not appear to be infusing. The rn reportedly opened the pump door and stated that the tubing was out of the channel between the entrance into the door and the slide clamp. Rn reported that the slide clamp was in place, but that the tubing was above the channel. There were no alarm alerts. According to the customer contact, the tubing was re-loaded into the pump, and the infusion was continued without further report event. There was no report adverse event with the pt. Though requested, there was no further info available.